Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-44588.

Event description:
It was reported that the customer had a crack across the screen of the insulin pump. Customer's blood glucose level was 313 mg/dl. Customer also had a no delivery alarm during manual prime and leaks in the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.